Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line blocked alarm and was able to troubleshoot using the current cassette. The alarm resumed once the system was reconnected. The patient removed the infusion site and observed a bent cannula. The patient placed a new infusion site and reported that insulin delivery resumed appropriately, with the system looping by the end of the call. The event occurred while in use with patient and there was no patient injury.